Event description:
The patient mentioned that they obtained the meter in october 2004 at the kasier pharmacy. They mentioned that they set the meter themselves "as the best they could" and do not recall recently going into the meter settings. In march 05, they were feeling low and tested their blood glucose and received a 3.5mmol/l and assumed that the meter read 30 mg/dl. The patient wanted to rest, so the family member went to get some food for their patient. When they got back their patient was unable to swallow or talk. The daughter contacted the paramedic's. When the paramedic's arrived they tested the patient on their meter and received a 35 mg/dl and took the patient to the hospital where they were admittd for two days. The diagnosis was hypoglycemia. The physician took their off their oral medications and told their to watch their diet. Neither the patient nor their family member recalls the readings in the hospital. The patient mentioned their oral medications were once a day and a set amount. Whatever the readings were, the were always taking their oral medication. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings.